Manufacturer narrative:
The actual date of event is unknown. Root cause: the root cause for the reported issue that device had infiltrations was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported in the operating room there have been cases of infiltrations during anesthesia that have resulted in both minor injuries involving pain and swelling as well as cases requiring fasciotomies. The customer reports that despite adjusting the "sensitivity setting", the pump does alarms even when the pressure at the site of infiltration gets high enough to need fasciotomies. Note that the bd alaris¿ system is neither designed nor intended to detect infiltrations and does not alarm under infiltration conditions."